Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the patient's infusion set's got detached from the body. The site location was patient's abdomen, with the pump in the right pocket. Moreover, the infusion had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.